Event description:
It was reported, that the device had faulty front screen. There was no reported patient involvement.

Manufacturer narrative:
Unique identifier (UDI), medical device model, summary attached and device manufacture date fields are updated. H3 other text: device was not returned to manufacturing facility.

Manufacturer narrative:
Unknown device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22may2019. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a faulty front screen there was no reported patient involvement.